Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated an initial ca 19-9 result of 30.69 with reagent and repeat ca 19-9 results of 26.40, 17.01, 12.76, 16.36, 13.08, and 13.93 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). MFR #1626884-2013-00366 has been submitted to address this event.